Event description:
As reported to coloplast, a patient experienced scrotal hematoma.

Event description:
(B) (4).as reported to coloplast, a patient experienced scrotal hematoma.follow-up report # 1: (rec'd 1/12/2010) patient reports unresolved suprapubic pain/discomfort since surgery. No pain with sitting, only with effort. The severity is mild with no treatment required, and the device remains implanted.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device not explanted / not returned.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device not explanted / not returned.